Event description:
No further event information available at the time of this report. Tooth location 3.

Manufacturer narrative:
One abut gold friction-fit 4. 5mm imp (hla4g) was returned for investigation attached to a crown. Visual inspection of the as returned product identified that the abutment is worn from use and contains some debris at the hex and drive features. The abutment screw packaged with this device was not returned for testing and no additional information was provided in regards of this device. Functional testing was performed for the returned product and it was determined the abutment was able to seat with a mating implant when assembled with an in house screw. No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and was used for an unknown period of time prior to removal. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the hla4g dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction for the abutment did not occur. Malfunction of the mentioned screw could no be verified. The loosening event could not be verified with the information provided. A definitive cause could not be identified. The following sections have been updated: b4: date of this report . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k013227, k953101.

Event description:
It was reported a loosening abutment (B)(4). Doctor attempted to tightening the abutment screw with no success. Abutment was removed with no impact to the implant. Implant remains implanted.